Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states some of the hardware is missing from the transfer bracket.